Event description:
It was reported that pump issued a cartridge alarm 20. Reportedly, the customer went to the emergency room (ER); however, declined to provide any details pertaining to the ER visit. Customer¿s blood glucose level was 191 mg/dl. Customer had no backup insulin therapy available, planned to contact healthcare provider, and technical support arranged urgent replacement pump shipment, confirmed shipping address, instructed customer to put pump into storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, with instructions to return problematic pump using prepaid label within 10 days.